Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: surgical removal. It was reported that a physician unspecified if trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was unable to be removed. An attempt to remove the device with the aide of the access ports to retract the thumb advancer and clip delivery tubeset was unsuccessful. The device was surgically removed. There were no reported adverse patient sequelae. No additional information was provided.